Event description:
It was reported that during equipment testing conducted at the manufacturer facility the safety switch was not able to engage in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, cannot move the safety switch into all positions, was duplicated. Through inspection, the service technician noted that the slide switch would not move into all positions. Upon disassembly, the trigger housing was found to be cracked at the bottom of the main structure.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the safety switch was not able to engage in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.